Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of leaks on the reservoir. The customer's blood glucose level was 6.5 mmol/l at the time of the incident. The customer stated that she opened the mio and it fell apart. The customer reported the needle to appear bent. The product was not returned for analysis.

Manufacturer narrative:
A visual inspection was performed on two opened and used reservoirs, found the transfer guard needle was bent. Using both new lab transfer guard found no leakage anomaly during testing. Performed basal, bolus leaking test by filling the reservoirs with diluent and connected to anew infusion sets. Installed reservoirs and connectors into a medtronic 7 series insulin pump and no leaks occurred.